Manufacturer narrative:
Int. Ref.: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer informed us that a patient was feeling dizzy and had leant on the detector side of the unit, causing the unit sliding down. No injury occurred.

Manufacturer narrative:
Int. Ref.: (B)(4) the essenta dr is a motorized x-ray system used for general radiographic imaging, consisting of a floor mounted main column and a c-shaped arm. The c-arm carries the detector on the one end of the c-arm and the x ray tube on the other end. Both lie on an imaginary fixed line and face each other. In the middle of the c-arm, at the stand, the motorized rotation unit is located. The other motorized movement of the c-arm is the vertical direction (up and down), with the c-arm in horizontal position. The c-arm is kept in position by electromechanical brakes. If a vertical load of more than 500 n is put to the c-arm (in horizontal position), the arm starts to move down slowly with a speed of about 1-2 cm/s until it reaches the end stop. Philips field service engineer investigated at site. He checked the system. The friction brake and pressure sensor were adjusted correctly. The issue was caused by a use error. The system worked as intended and is fully operational. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for 21 cfr 803. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.